Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red rash under the front therapy electrodes that started as a spot. She was using anti-bacterial cream and the irritation spread. The patient was advised by the physician to end use. The irritation improved after removing the device and ending use.